Event description:
According to the physician a neuro-radiology procedure was performed to treat with gdc coils an aneurysm at the right bifurcation of the anterior cerebral artery and the middle cerebral artery. The pt arrived at the hosp 12 hours before the gdc procedure presenting a sub-arachnoid hemorrhage. The first coil was placed without difficulties. The second coil got stuck in the delivery catheter (fastracker 10) and was removed. A third coil was introduced into the aneurysm, but after 10cm it was impossible to advance it any more. At that moment, the physician decided to remove this third coil, but it stretched and ruptured, with its proximal part hanging in the right internal carotid artery. The physician made a number of attempts to remove it using several devices. After 30 minutes, there was an occlusion of the right internal carotid artery by clots, probably with a spasm of the arteries. The aneurysm was totally excluded, but there was an occlusion of the right internal carotid artery. The pt underwent neurological surgery to decrease the brain pressure due to brain edema. Through follow-up by a company representative on june 24, 2000, target was informed that after the surgery the pt was in the intensive care unit with coma and brain edema. There was poor blood flow from the left internal carotid artery (ica) to the right ica after the gdc procedure. On june 24, 2000 pt was in a rehabiliation unit. At this time, it is unknown if the pt's brain edema was related to the occlusion of the right internal carotid artery and/or to the sub-arachnoid hemorrhage present before the gdc coils procedure.